Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report that the customer was hospitalized due fluid in her lungs. Customer's blood glucose levels at the time of hospitalization was 588 mg/dl. Customer was treated with manual injections. Customer stated that she was taken off the insulin pump while in the hospital, but not prior to the hospitalization. Customer is no longer in the hospital and called to request assistance programming the insulin pump. Customer reported that the pump had nothing to do with her hospitalization. Product is not being returned or replaced.